Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2021. Blood glucose value at time of hospitalization was 264 mg/dl and current blood glucose value was 114 mg/dl. Customer was treated for high blood glucose with intravenous insulin drip. Customer stated that they had symptoms like nausea, vomiting and abdominal pain. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer was not using the insulin pump on auto mode. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.